Event description:
Technician found high ground resistance.

Manufacturer narrative:
Technician replaced plug to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing it's retrospective review of events for reportability. This effort will continue until we are current.